Manufacturer narrative:
Concomitant medical products: product ID 377875, lot# v006018, implanted: (B)(6) 2006. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3487a-56, lot# v005411, implanted: 2006 (B)(6). Product type: lead: product ID 3487a-56, lot# v005411, implanted: (B)(6) 2006. Product type: lead. (B)(4).

Event description:
It was reported that device interrogation was done on (B)(6) 2012 and showed low impedances (less than 50 ohms). There were no signs or patient symptoms and there was no intervention taken. Patient outcome was listed as ongoing with no further action needed.